Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that when they were driving back, a large charging station for electric cars felt like it was affecting them. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.